Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - stem. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 8 years later due to painful tha and during surgery adductor muscles were found devoid. Surgeon reported head/taper were difficult to disengage but ultimately was able to remove. All components revised, except for stem was retained. It was reported that no further information is available.